Event description:
It was reported that balloon rupture occurred. The target lesion was located in the superficial femoral artery. A 5x200mm,150cm ranger balloon catheter was advanced for dilation. During inflation, the balloon ruptured. The procedure was completed with another of same device and the patient was stable post procedure.

Event description:
It was reported that balloon rupture occurred. The target lesion was located in the superficial femoral artery. A 5x200mm,150cm ranger balloon catheter was advanced for dilation. During inflation, the balloon ruptured. The procedure was completed with another of same device and the patient was stable post procedure. It was further reported that the target lesion was >90% stenosed, in a moderately tortuous and severely calcified vessel. The balloon ruptured after the first inflation at 12 atmospheres for 2 minutes and 30seconds.

Manufacturer narrative:
B1: updated with product problem. D4: updated with unique identifier number. Device evaluation by manufacturer: the ranger device was returned for analysis. A visual examination found that the balloon was not folded which indicates that the device was subjected to positive pressure. A longitudinal tear in the balloon material was identified beginning 7mm proximal from the distal tip and extending approximately 55mm proximally across the balloon material. As per the instructions for use, the rated burst pressure for this device is 14 atmospheres. The markerbands and tip section of the device were visually examined, and no issues were noted with the markerbands or tip of the device. A visual and tactile examination of the hypotube shaft found no issues with the shaft. This concludes the product analysis.